Event description:
It was reported that a screw has backed out of the bone and is loose in the patient. Patient requires revision surgery.

Manufacturer narrative:
Method: device not returned;results: manufacturing files could not be reviewed because no lot number was provided and no part was returned for visual examination. Conclusion: no additional information was provided about the event so the probable root cause is not determined.

Event description:
It was reported that a screw has backed out of the bone and is loose in the patient. Patient requires revision surgery.